Event description:
Endoscopic vascular case where patient was under moderate sedation for angiogram procedure. When case was being finished, the surgeon tried to remove the sheath and felt resistance. Attempts were made to free the device, but removal was unsuccessful and a piece of it snapped off, remaining in the patient. Pt placed under general anesthesia and incisions were made to remove the sheath. Visual inspection does seem as if the device was defective. There are 3 layers; the introducer, then the coil and an outer sheath. In one large area, the coil and sheath remained together, but had come completely off of the introducer. In another smaller area, the sheath and bits of the coil had come off.